Event description:
Report received of "withdrawal 1 day prior to refill. No alarm was heard." Follow up with hcp revealed patient experienced baclofen withdrawal in 2002 - pump was found to have the lo reservoir alarming on interrogation and 2 ml remained in the reservoir. Pump was refilled and patient's dose was increased 60 mcg per day - patient returned for follow up on 10/11/2002 complaining of nausea, vomiting, and difficulty focusing. Rate was reduced to previous level or 600 mcg per day. On 10/15/2002 patient reported their vision problem has resolved entirely and pt has a slight nausea. Patient is new to this hcp.